Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(6) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility ((B)(6)): the pump does not get empty, it required 72 hours and still does not pass all medication. After 72 hours, the pump has 8-10 ml approximately.